Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. Review of the episodes noted that it may have been due to external electronic noise. It was noted that the patient often used heavy machinery. No device intervention was performed. No patient symptoms were reported but the patient will continue to be monitored.

Manufacturer narrative:
Correction:: concomitant product was missed in the initial report. This report notes device ((B)(4), 7229876) as concomitant product.